Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of stapler partial fires is attributed to primarily sleeve damage on the -b-beam assembly. A contributing factor is loose staples from firing across staple lines or not having a full bundle of tissue between the jaws during use. Loose staples that do not go into tissue can be dragged into the I-beam slot as the I-beam retracts during unclamping. Increased drive train friction during calibration due to a staple lodged in the path of the I-beam can prevent the instrument from registering the reload color, which then results in an initialization failure. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm sureform 60 stapler instrument for failure analysis investigation. The instrument was analyzed and was found to have 4 lodged staples in the I-beam assembly. The instrument was placed on an in-house system and found to fail initialization on 3 of 3 attempts. There was no visible damage to the instrument. The I-be assembly was extended, and four staples were found to be lodged inside. The staples were removed, and the instrument was reinstalled on the in-house system. It passed the initialization, recognition and engagement tests on 3 of 3 attempts. Additional observation(s) related to customer reported complaint: the instrument was found to fail during initialization based on in-house testing and log review. The instrument was found to have a high drivetrain friction initialization failure based on log review and during in-house testing, preventing the stapler from entering into following. Hi drivetrain friction log review details: procedure: sleeve gastrectomy # hi drivetrain friction failures = 5 reload color installed during failure = unknown install number(s) of hi drivetrain friction failure(s) in procedure = # of firings by inst prior to hi drivetrain friction = 2 hi drivetrain friction completion pct. = na clamp history of inst. In procedure before hi drivetrain friction = 2 complete 1 incomplete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The site reported that there was partial fires with a sureform 60 stapler (sf60). Site had to use two additional sf60's before stapling was successful. The field service engineer (fse) spoke to the robotics coordinator and got to know that the stapler did not work. The next case, it worked. The system was verified and ready for use.

Event description:
It was reported that during da vinci-assisted sleeve gastrectomy surgical procedure, csr contacted intuitive technical support engineer (tse) to report partial fire with a sureform 60 stapler (sf60). Site had to use two additional sf60's before stapling was successful. The site called back to report fault has returned. Tse had customer disable universal surgical manipulator (usm) 2. The procedure was completed with no reported injury.